Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and damaged arm labels and missing foot pedal bumpons were noted. A functional evaluation revealed that the foot pedal would not fully press down to relieve pressure. The unit also failed the weight test. The piston migration was at 2.40 inches. The complaint of was confirmed and the root cause has been determined to be a component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include debris infiltration preventing the footpedal from reaching it¿s full range of motion. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded that both failure modes, a failed weight test and a defective foot pedal, were repeat issues. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the there was a slow reaction on the pedal of the spider limb positioner. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that this unit failed the weight test which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.